Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), an arc was heard from the electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and pads were not returned to zoll for evaluation, and no pictures or device log files were provided for review. The customer reported that the issue was determined to be related to end user, but no additional information was available about how they came to this conclusion. The customer reported the device passed a preventative maintenance (pm) and has been put back in service. Additional follow-up was performed to obtain further details and any available clinical or device data; however, no additional information was received. The complaint will be closed as no product returned and will be reopened if the product is received.